Event description:
The customer reported that the fiber aim beam was not visible at the start of the prostate case and that just as the laser was about to start, a "brightness" was noticed at the middle of the fiber. It was also reported that there was a mid-fiber kink, closer to the connector end, and that the fiber casing was compromised. It was the aim beam that was viewed around the kinked/damaged area of the fiber. The procedure was completed with a second fiber. It was reported that there was no pt injury.